Manufacturer narrative:
On 12/11/2019, device evaluation was completed. Device evaluation summary: during evaluation of the sample, it was observed a line of shell wear in the anterior aspect. Leak testing was performed and it revealed a tear within the line of shell wear measuring approximately 0.1 cm. No other anomalies were discovered. Shell wear suggests being in-vivo folding or creasing of the device. A crease/fold failure may be the result of the continuous and sustained stresses to the device. Gel bleed is defined as the pass of molecules of the liquid components of silicone gel through an implant shell. The complaint for gel bleed could not be confirmed since the integrity of the shell was compromised due rupture. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. The manufacturing date is (B)(6) 2001, and the implant date is (B)(6) 2001. Information for the discrepancy has been requested, and a supplement will be submitted when response is received. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, mentor became aware that date of implant was (B)(6) 2001. Hence, field d6 has been updated on this form. This report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: bilateral gel bleed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent unspecified breast augmentation with a 450cc mentor memorygel breast implant on both sides and was presented with gel bleed from both implants postoperatively. As a result, the devices were explanted on (B)(6) 2019. This report is for the patient¿s left-sided device.